Event description:
Additional information received stated that it was unknown what the cause of the impedance issue was or if it was device related. No lead fractures were confirmed but it was possible. Reprogramming was attempted but it was unable to capture the pain. A replacement prior authorization was started but no date had been scheduled. The plan was to replace the system with surescan. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was doing very well and was extremely satisfied with his new therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3550-39, product type: accessory. Product ID 3550-39, product type: accessory. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A few weeks later electrodes 0-7 had high impedances. The lead was fractured with location not specified. X-rays, reprogramming and impedance testing were performed. The patient underwent a revision. The battery was disconnected, extensions were removed, and leads were removed using pli kit. The procedure went smoothly. The leads and ins were replaced with MRI capabilities. No patient symptoms were reported. The patient was alive with no injury.

Event description:
It was reported that the high impedances were seen on the left lead component of patient's implantable neurostimulator (ins). The patient had good therapy overall but had new left sided pain and it was requested to activate the left lead. It was noted that the stimulation had not been turned on yet on the affected lead. The impedance measurements (with reference electrode #8) ranged from 11,000 ohms on electrode #0 to 39,000 ohms on electrode #3. There were no further details, interventions or an outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.